Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had no backup therapy available and planned to contact their healthcare provider. The technical support team replaced the pump, confirmed the customer's shipping address, and instructed the caller on putting the pump into storage mode before returning it. The customer was also advised on the necessary steps after receiving the replacement pump and agreed to return the faulty one using the provided materials.